Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tough tortuous renal artery. A 6.0mm x 14mm x 90cm express sd stent was advanced for treatment. However, during deployment, the stent came off the delivery balloon. It was recovered and was deployed in the external iliac and the procedure was completed with a different device. The patient's status was good.